Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 bd phaseal¿ injector luer locks n35c experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: during quality inspection at atom medical, the finger grip and safety sleeve of n35 were found to be damaged/deformed.

Manufacturer narrative:
H6: investigation summary photo samples were provided to our quality team for investigation. Through visual inspection, one injector was observed to have a crack in the blue safety sleeve and the second injector had a crack in the white cylinder. A device history review was performed for reported lot 1907102, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Product undergoes a series of testing during manufacturing to ensure the quality and functionality of the device. Twenty five retained injector samples of lot 1907102 were used for additional evaluation. All product was inspected, no cracks or other damage was observed on any of the injectors. It is possible that a blockage in the packaging machine caused a misalignment and the package which already contained product was cut by the cross cutters in the incorrect location, damaging the injectors as observed. Given that device history records did not reveal maintenance interventions or other non-conformances we cannot verify this to be true for the reported incident. Manufacturing personnel have been notified of this incident to increase awareness.

Event description:
It was reported that 4 bd phaseal¿ injector luer locks n35c experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: during quality inspection at atom medical, the finger grip and safety sleeve of n35 were found to be damaged/deformed.